Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. Upon device removal, it was found that the stent strut was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.